Event description:
Per the clinic, the patient was also hospitalized (date and duration not reported).

Event description:
Per the clinic, the patient experienced a wound dehiscence. Subsequently, the patient developed an infection at the implant site and exposing the receiver/stimulator. The patient was treated with IV antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.